Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, tissue was sticking to the side of the force bipolar instrument and tearing. The severity of the torn tissue or if any medical interventions were required, remains unknown. The procedure was completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was found to have a severely bent grip with severe misalignment of the grip-tips causing issue reported by the customer. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure.